Manufacturer narrative:
PMA/510(k) # class I n/a. Device evaluation: the blb-024115 devices of lot number unknown involved in this complaint was no returned for evaluation, a document based investigation was carried out. Lab evaluation: n/a. Document review : as the lot number of the complaint device is unknown a review of the manufacturing records could not be carried out however prior to distribution blb-024115 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0034-8) states the following: ¿after the handle is attached, ensure the operation of the biopsy cups before surgical introduction. Biopsy cups default to the closed position. To open the biopsy cups pull the finger spool towards the thumb ring. To close, push the finger spool forward. Note: biopsy cups need to be in the closed position before surgical introduction.¿ "visually inspect the product to ensure no damage is occurred. If the package is opened or damaged when received, do not use. If abnormality is detected that would prohibit working condition, do not use". There is not sufficient evidence to suggest that the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy and/or the wire not being loaded correctly onto the handle. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Reported by the dm on behalf of the customer via complaint comm. Form. - device wasn¿t grabbing tissue sufficiently to remove tissue. The following has been answered.- jm 11aug2021. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? Has the complainant reported that the product caused or contributed to the adverse effects? The following has been requested.- jm 11aug2021. The following has been answered.- jm 16aug2021. Please describe the exact location of the biopsy site. Proxomal ureter was the patient taking any anticoagulants or aspirin at the time of the procedure? No if not with the device in question, how was the procedure finished? Used another biopsy device. Was the anatomy tortuous? No. Was the device functionality tested prior to use? Yes. What is the endoscope manufacturer and model number that was used? Storz. Was the endoscope in a curved or straight position? Straight. How many biopsies were taken prior to this occurrence? None. Did any section of the device detach and become free inside the patient? No.